Manufacturer narrative:
(B)(4). Concomitant medical product(s): item# unknown, unknown stem, lot# unknown. Item# unknown, unknown head, lot# unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 10864.

Event description:
It was reported that patient underwent revision approximately 10 years post initial implantation due to heavy metal poisoning, tissue death, bone loss. During revision, bone grafts were necessary due to loss of bone. No further information available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Device was returned and evaluated. Upon visual inspection the outside radius of the cup has porous coating worn off with some scuffing on the inside radius. The additional information does not change the outcome of the previous investigation.

Manufacturer narrative:
(B)(4): ref 11-103204 lot 703880 stem 10x148mm, ref us157852 lot 379630 m2a cup 52mm, ref 157446 lot 335410 m2a head 46mm, ref 139256 lot 769910 m2a taper adapter. Reported event was unable to be confirmed due to limited information received from the customer. Review of the device history records identified no deviations or anomalies during manufacturing. Additional information does not change the previous root cause. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.